Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that an alert was displayed that indicated this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted and confirmed the rv lead shock impedances measured to be greater than 125 ohms. No adverse patient effects were reported. This rv lead remains in service.